Event description:
It was reported that the customer was hospitalized for mild dka. The customer had nausea, vomiting, and dehydration. The customer was not getting any insulin. The contact also mentioned that the sets were changed few times. The pump was not available for testing at the time of call.